Event description:
The pt was initially treated for a gunshot wound to the abdomen and developed an incisional hernia which was repaired with a kugel patch prior to release of the recall. The pt recently presented with a recurrent incisional hernia at the 9 and 10 o'clock position. The patch was removed and replaced it with another brand of mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.